Event description:
It has been reported that on three separate occasions, all occuring on the same day, patients received a burn to the mouth area. Bio-engineering reported that the same surgeon was involved in all three events and that he was using the suction/coag cautery as a retractor and a bovie at the same time. Hospital engineering tested units and found no difficulties with their performance. All of the patients were released from the hospital, two with bacitracin ointment treatments.